Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported by the user that during an atec pearl breast biopsy procedure on (B)(6) 2026, the device was "not cutting samples when the footswitch was pressed." It is reported that troubleshooting was attempted by switching the handpiece and replacing the footswitch; however, the issue persisted. Additional information was obtained from the user site, in which it was reported that the patient procedure could not successfully be completed and was aborted after skin incision had already occurred. It was further reported that the patient had to return on another day, after the atec pearl had been replaced, to have tissue sampling completed. No further information is currently available.